Manufacturer narrative:
A root cause for this event could not be determined. The patient sample was not available for investigation. It was noted the discrepant result of the undiluted second patient sample is most likely due to the presence of an interferent in the sample after dilution of the sample, the interferent was diluted out, giving a result as expected.

Event description:
The field application specialist reported the user received questionable acetaminophen results for one patient sample. The result from the first sample drawn from the patient was 521 ug/ml after manual dilution. The patient was drawn a second time and the sample was run on the modular p analyzer with a result of 18.1 ug/ml which was reported outside the laboratory. The technologist questioned the result and repeated testing on the cobas c501 serial number (B)(4) and the result was 17 ug/ml. The user then manually diluted the sample 1:5 and tested it on the modular p analyzer with a result of 244 ug/ml. The user also tested the diluted sample on the cobas c501 and the result was 232.5 ug/ml the user called the doctor with the corrected report and the patient was not treated based on the incorrect result. The acetaminophen reagent lot number was 11021000. The field application specialist determined there was a possible interferent within sample.